Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the stapler misfired and stapling slowed down during a sleeve gastrectomy. When the surgeon attempted to fire again, the device would not fire. The reload was replaced and procedure was completed without any further issues. There was no patient injury.